Event description:
A user facility¿s clinical manager reported that an internal dialyzer blood leak occurred one hour and thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. Fifteen minutes later, another dialyzer blood leak occurred (same lot). The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. The complaint device is not available to be returned to the manufacturer for evaluation. The clinic manager decided to end the patient¿s treatment two and a half hours early. The patient was observed for an hour and then sent home without any issues. When the clinic manager followed up with the patient the next morning it was revealed that he was admitted to the hospital and was undergoing dialysis treatment there. No additional information was available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hd therapy utilizing the optiflux f200nre dialyzers and the two reported dialyzer blood leaks resulting in the patient¿s hospitalization requiring dialysis. Additionally, although it was not definitively confirmed through evaluation, there is likely a causal relationship between the blood loss requiring hospitalization with dialysis and the dialyzer blood leaks. Although the dialyzer is not available for evaluation by the manufacturer, it was reported that the hd machine alarmed appropriately for a blood leak and the test strips were positive for the presence of blood for both leaks resulting in the patient¿s ebl of approximately 500ml total. Because of the dialyzer blood leaks, the patient required medical intervention by being admitted to the hospital for dialysis. It is unknown if any additional interventions were required. Based on the available information the optiflux f200nre dialyzer blood leaks likely caused or contributed to the patient¿s blood loss with subsequent adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. Was one approved manufacturing temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s clinical manager reported that an internal dialyzer blood leak occurred one hour and thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. Fifteen minutes later, another dialyzer blood leak occurred (same lot). The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were also in use. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. The complaint device is not available to be returned to the manufacturer for evaluation. The clinic manager decided to end the patient¿s treatment two and a half hours early. The patient was observed for an hour and then sent home without any issues. When the clinic manager followed up with the patient the next morning it was revealed that he was admitted to the hospital and was undergoing dialysis treatment there. No additional information was available.